Event description:
Allegedly both sides revised for mom. There is a strange wear pattern on the head implant. Her other side was revised 2 weeks ago with the same markings on the head.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-02486, 02487, 02488.